Event description:
It was reported that (1) device was used during a laparoscopic sigma. It was reported by the affiliate that the tsw45 instrument could not be opened easily. Another instrument was used to complete the case. There was no consequence to the pt.